Manufacturer narrative:
(B)(4). 42532007102 - tibia cemented 5 degree stemmed right size e - 64805436. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right total knee arthroplasty the bearing would not seat despite using proper surgical technique. Another bearing of the same size was opened and inserted to complete the procedure. There was no surgical delay. There was no impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product shows that the dovetail feature is compressed and flared. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona- the personalized knee surgical technique. The root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.